Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the sudden loss of therapeutic effect for implantable neurostimulator (ins) as patient felt stimulation only on the left side of bicycle area and leakage on (B)(6) 2016. Patient was implanted on monday and it was reported that therapy helped them but they wanted to increase the stimulation. Patient mentioned that they saw "turn ins on" screen one night ago. Patient turned the ins on during the call and increased stimulation from 0.4 v to 0.8 v in program 2. Patient reported since implanted they felt stimulation in the bicycle seat area but only on the left side. Patient said that ins was in the left hip. During the trial, patient felt it on the right side. It was reviewed that as long as the therapy helps with symptoms and stimulation felt comfortable then it might be ok. Patient mentioned that when implanted stimulation was too high, it was on 2 something volts. It was driving their nuts and they decreased the stimulation. Patient also reported therapy worked till this morning. This morning, patient had a little bit of leakage, the urgency and all that stuff. Patient reported that before implanted they could not even make it to the bathroom a lot of times. Today was the first day she had the leakage. Patient would monitor symptoms and scheduled to see doctor on (B)(6). Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.